Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Pharmacist reported hospitalization due to hypoglycemia. The paramedics transported the customer to hospital. The blood glucose reading at the time of the event was 8 mg/dl. Paramedics treated customer with dextrose. Nothing further reported.